Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that display port cabling needed to be rerouted. Additionally, the cxps output card and avc-x needed to be adjusted. To resolve the issue, the technician made the necessary repairs. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that that prior to a patient procedure lines were visible on the field monitor of their hexavue custom room racks and that the monitors were frozen and distorted. No report of injury.